Event description:
It was reported by the aci clinical specialist that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral head. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5-6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was prepped and inserted into the procedural sheath the balloon was inflated but lost pressure. A second device was used and lost pressure at the arteriotomy. The patient was converted to 20-30 minutes of manual compression at which time hemostasis was achieved.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1320403) indicated that the device lot met all established performance criteria prior to shipment. Based on information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00385 for the second device.